Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received discrepant results for an unspecified number of patient samples tested for crpl3 c-reactive protein gen.3 (crp) on a cobas 8000 c 702 module (c702). The customer provided data for 23 patient samples and of these, 22 had erroneous initial crp results. No erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The crp reagent lot number was 274185. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The customer is no longer having any issues with the crp assay. The investigation was unable to find a definitive root cause.